Event description:
It was reported that during a coronary stent procedure, the catheter froze on the wire. The entire system was removed. Upon removal of the catheter system, it was also noted that the stent appeared slightly nicked. No pt injury or complication occurred.